Manufacturer narrative:
Upon investigation of the actual device used in this incident no issues were found, by the time the device was inspected, the device had been rebooted by the customer and the keyboard and station were working as designed. A field service engineer tested the device and performed preventative maintenance work on the station. It was confirmed that no errors were found. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system's keyboard failed, while attempting to remove a medication for a patient. This led to an undisclosed safety event being entered by the customer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d1, d4, d5, g2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the keyboard failed, while attempting to remove a medication for a patient. A field service engineer tested the device using hardware test application and everything tested successfully and passed checked cables and connections and found everything secured and good. The keyboard and station were working as designed. The system functioned as intended after the field service engineer accessed the device.

Event description:
Customer contacted bd to report that a bd pyxis medstation es system's keyboard failed while attempting to remove a medication for a patient. The delay in medication removal lead to an undisclosed safety event. There were no adverse events or injuries reported based on this incident.